Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's diabetes educator called reported customer had been hospitalized for diabetic ketoacidosis and they wanted to test customer's insulin pump. Customer was hospitalized on (B)(6) 2014. Her blood glucose was 724 mg/dl when admitted. Her high was caused because she was not getting insulin. The stated cause was a kinked tubing. Customer was diagnosed with diabetic ketoacidosis and was still in the hospital at the time of the call. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. Customer stated the cannula was bent when he removed the infusion set. She was advised the high was possibly caused by the bent cannula, but the insulin pump is working as designed. Customer's current blood glucose is 254 mg/dl. She is treating with injections and insulin infusion. Nothing further reported.